Event description:
The report from the affiliate indicated that, during a coronary stenting procedure, the distal stent struts were noted to be uplifted. The physician removed the stent delivery system (sds) and used another cypher stent to complete the procedure successfully. There was no reported pt injury. Additional information obtained indicated that the pt is a male with a history of hypertension and weighing 62 kg.

Manufacturer narrative:
Please note that device is distributed outside the united states; however, it is similar to the united states product. No additional information is available. A report was received that a cypher select sds was associated with distal stent strut uplift. The event involved a male pt with a history of hypertension. The reason for the pt's admission to hospital was not reported; but an angiogram revealed a lesion in the lad that was described as calcified and non-tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the introduction of a 2.50 x 33 mm cypher select. During attempts to cross the lesion, the distal struts became uplifted. The product was removed without injury to the pt and the procedure completed with another cypher select stent. The product was returned for evaluation with the proximal stent struts uplifted. No other visual anomalies (including on the distal stent struts) were noted. The distal and middle crossing profiles were measured and found within specification. Proximal crossing profiles could not be measured. A DHR review revealed that the product met requirements for product acceptance. The failure of proximal strut uplift was confirmed. The cause of the uplifted struts could not be conclusively determined. Inspections are in place to prevent damaged stents from leaving the facility. The product was returned for inspection. One non-sterile cypher select was received. The stent's proximal struts were uplifted. No other visual anomalies were noted. The distal and middle crossing profiles were measured and were found to be within specification. The proximal crossing profile could not be measured due to the received condition of the product. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The crossing profile fpi, lpi, and monitoring data were reviewed and all results passed. The reported failure was confirmed. The stent's proximal struts were uplifted. No visual anomalies on the distal struts were noted. The cause of the uplifted struts could not be conclusively determined. Inspections are in place to prevent damaged stents from leaving the facility. Based on the information provided, there are vessel and procedural factors that may have contributed to this event. Please note that this is the initial/final report for this product.